Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 17 april 2020: lot 1906087: (B)(4) items manufactured and released on 3-jul-2019. Expiration date: 2024-07-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in 2 weeks after the primary due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and poly-swap and the surgery was completed successfully.